Manufacturer narrative:
The MFR did not receive the explanted device or x-rays for review. Lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. As soon as additional info become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt was implanted a cotilo pressfit-hak cedior 48 on the right side on (B)(6) 2006. It was reported that the pt experienced pain and an articular pseudo-cyste with synovial metallosis was diagnosed. Revision surgery took place on (B)(6) 2014 and the cup was replaced.